Event description:
Pt underwent implantation in 1973. Developed capsular contracture and calcification necessitating removal. Upon removal rupture of the right implant confirmed. Pt also complained of neuropathy.